Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy; the device jaw tip was cracked. The doctor commented that it wasn't biting into any particularly hard tissue. The device component had disconnected or dropped during the procedure but it did not fell into the patient's abdominal cavity. Another device was properly used with the same generator. There was no patient injury.

Event description:
It was reported that during thyroidectomy, the device jaw tip was cracked. The doctor commented that it wasn't biting into any parti cularly hard tissue. The device component had disconnected or dropped during the procedure but it did not fell into the patient's abdominal cavity. Another ligasure device was properly used with the same generator. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the visual inspection found the overmold at the tip of the jaws was damaged. The piece of damaged overmold was returned. Functional testing found that the overmold at the tip of the jaw was broken, consistent with the failure mode cause by off label use. Possible excessive torque applied on the jaws, user inadvertently grasping onto a hard object, or dropping of the device. It was reported that the device component was disengaged, insulation was damaged and the device was difficult or impossible to close. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals or damage to the instrument can occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.